Manufacturer narrative:
H3: one used product was received for analysis. Visual inspection identified that a fixed connector had broken off of the connector portion embedded in the silicone and slight marks could be seen on the inside of the connector. No other damage is observed. There is evidence of an attachment being used and connected to the connector. Based on the geometry of the break, excessive force was used to pull the tracheostomy accessory apart from the connector, pulling the connector away from the device. IFU 10018908-001 section 4.6 explains how to disconnect an accessory from the connector using the disconnecting wedge sent with all devices. The evidence shows the IFU was not followed. The defect is observed but was caused by user error; therefore, the complaint cannot be confirmed

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tube broke after use. The trach tube was replaced. There was patient involvement, no injury was reported.